Event description:
It was reported to philips that the angulation geometry movement was unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during an emergency coronary treatment. The procedure was aborted, and it was completed after repairing the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the angulation geometry movement was unable. Upon troubleshooting actions, discovered that a piece of fabric was lodged in the arch rail, obstructing the z-angle movement. Lubricant was applied to the affected area, and the movement was subsequently activated, allowing the angle to be manually adjusted to remove the fabric. After removing the fabric, the system was returned to use in good working order.